Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was making a grinding noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the device failed rotations per minute (rpm) test (reading (B)(4) rpms, expected results (B)(4) at (B)(4) psi). It was determined that this condition was due to worn out vanes. The assignable root cause of this condition was determined to be due to component damage caused by normal use and servicing over time, the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine it was observed that the motor device was making a grinding noise. It was reported that there was no delay as the same device was used to complete the procedure. A spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.